Event description:
Information was received from a patient representative (caller) regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the previous personal therapy manager (ptm) was not working with the new pump. The caller stated they were getting a message that the pump was not paired with the handset. The agent walked the caller through pairing the handset and communicator. The caller stated that they saw a 351 code. The agent reviewed the code and that the old ptm was still paired to the old pump. During the call the patient was seeing ox68e50b60. The caller stated that the ptm sat at 90% and takes forever and the agent reviewed how to clear data. The agent also advised to restart the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01,serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.